Manufacturer narrative:
Covidien reference number: (B)(4). A non covidien service provider inspected the device. The service provider opened the graphic user interface (gui) and connected all connections and the issue was resolved.

Event description:
It was reported that during set up an 840 ventilator had a blank screen. There was no patient involvement.